Event description:
It was stated by the dr that the customer was hospitalized for high blood glucose levels. The dr reported a blood glucose reading of 363 mg/dl during the call. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. The dr did not have another infusion set to attempt the test a second time. The customer later called back and stated that she did not feel comfortable with the insulin pump and asked to have it replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.